Event description:
A customer reported a malfunction on their insulin pump, identified as malf 13, and it could not be reset. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to switch to multiple daily injections as a backup therapy while waiting for a replacement pump. Technical support arranged to send a new pump with updated software and provided instructions on returning the faulty pump. The customer was informed about the necessary steps for both receiving and returning pumps and acknowledged understanding of all instructions.